Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3300 on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meet potential health and safety criteria. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es result was not established. A vitros tropi es lot 3300 reagent issue is not a likely contributor to the event, as quality control results around the time of the event do not suggest an issue with reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3300. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. An instrument issue cannot be ruled out as a contributor to the event, as a precision test was not performed on the vitros 5600 integrated system around the time of the higher than expected vitros tropi es result. Additionally, the use of a turbid specimen cannot be ruled out as a contributor to the event. The patient sample that produced the non-reproducible, higher than expected vitros tropi es result appeared turbid. Furthermore, failure to perform scheduled maintenance tasks could have contributed to the event, as an em test code was posted with the higher than expected vitros tropi es result of 0.144 ng/ml on (B)(6) 2019. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The event happened on (B)(6) 2019. Patient 1 initial sample, vitros tropi es result of 0.144 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).